Event description:
It was reported that during a stent placement procedure, the device allegedly foreshortened. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and a video was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified. (Expiry date: 08/2024).

Event description:
T was reported that during a stent placement procedure, the device allegedly foreshortened. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. The provided x-ray movie demonstrates complete stent deployment in the sfa. The movie confirms that during deployment the proximal stent end together with the sheath marker (at distal end of pusher) is moving forward leading to stent foreshortening. A process related issue could not be found. In this case the vessel was described as normal without extreme calcification, the lesion was pre dilated, and no force increase was felt. Based on the information available the investigation is confirmed for stent foreshortening during deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout deployment. In particular the instruction for use state: 'prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath. Note: do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.', and 'the green stability sheath should remain stationary relative to the introducer and under tension throughout deployment.' Under required material the instruction for use state: '5f (1.67 mm) or larger introducer sheath (...) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire' in regards to pta the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' H10: d4 (expiry date: 08/2024), g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.